Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of a lead revision was reported to abbott. The patient was not experiencing effective therapy due to lead migration. A new lead was implanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patient was receiving ineffective therapy due to migration of their scs lead. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the scs lead was disconnected from the scs ipg and a new lead was implanted to address the issue.